Event description:
It was reported the patient was in the (B)(6) and they had difficulty recharging their implantable neurostimulator (ins). It was noted they had inquired about if there had been any reports of concerns with charging in the grand caymans or other regions globally. It was stated the battery was not on and the patient had not turned the ins off. It was noted the patient had not done as well when the ins was off. It was stated the patient believed the ins was allowed to discharge and so it turned itself off. It was noted the ins was interrogated with the clinician programmer and it was at 75% charge. Additional information received reported the cause of the event was poor coupling when the patient recharged the ins. It was noted all impedance measurements were normal. It was stated surgical intervention did not occur. It was stated the patient had no injury. Additional information received reported the patient¿s implant kept turning off. It was noted the patient had went on a trip out of the country and when they returned they noticed they weren¿t doing well. It was stated when they went to see their neurologist it was determined the implant was off. It was noted there were no reported power on reset (por) messages at the time of report. Additional information received reported the patient was properly trained on how to recharge. It was noted the patient was able to charge their battery. Additional information received reported the implantable neurostimulator (ins) would intermittently shut off. It was stated the patient kept the ins charged.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was fine and the battery was back on.

Event description:
Additional information received reported they did not know why the device was turned off. It was noted the thought was potentially with the patient programmer.